Manufacturer narrative:
The reported complaint of system error message "system error, out of service, revert to manual CPR" on the autopulse platform (serial # (B)(4)) was confirmed during functional testing and archive data review. The investigation findings revealed that the root cause of the reported system error was due to a damaged drive train motor as a result of wear and tear. The autopulse platform was manufactured in august 2013 and it is nearly 6 years old, well beyond its expected serviceable life of 5 years. Unrelated to the reported complaint, a damaged front enclosure cover on the ap platform was observed during visual inspection. This type of damage on the ap platform can occur due to wear and tear as a result of an aging device. The damaged enclosure was replaced. During archive data review, multiple error latch 71 - motor drive train command issue were identified on the date of the reported event. Thus, confirming the reported complaint. Initial functional testing could not be performed due to system error, out of service, revert to manual CPR. To remedy this system error issue, the drive train motor was replaced. After part replacement, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with known good batteries until discharged without any fault or error. The brake gap was inspected and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform passed all the functional tests and it is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with serial number (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial # (B)(4)) displayed "system error, out of service, revert to manual CPR " upon powering on. Error message could not be cleared by the user. No patient involvement.